Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was not feeling anything working with the catheter. The patient had not notified their physician about the catheter issue. The patient noted experiencing the catheter issue after they got out of the hospital, but could not remember the date. The details, circumstances, actions/interventions, and outcome were unable to be provided.